Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source lamp was shutting off in the middle of a procedure, it was then kicked into manual and turned all the way up and it was still dark. The issue occurred during the middle of a diagnostic colonoscopy and there was a 30-minute delay. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Correction: d9 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced since the device was not returned to olympus' however, the event likely occurred due to a lamp failure. Olympus will continue to monitor field performance for this device.